Manufacturer narrative:
Device evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. The balloon chamber material is in a pre- inflation profile, (e.g. Tightly wrapped and winged). The rapidcross dilatation catheter was received in two segments. The separation occurred at the rx port. The guidewire port shows signs of guidewire prolapse. The outer sheath of the catheter exhibits tensile and torsional stretching.

Event description:
Physician used a rapidcross balloon with 6fr x 45 cm sheath and .014 x 300cm guidewire for treatment of a 200mm lesion in distal location in the right posterior tibial (pt) artery of diameter 2.0mm. Device was prepped as per IFU without issue. It was reported that the balloon was inflated using a 50/50 contrast and saline inflation fluid. Resistance was encountered when advancing the device. No excessive force was used. Reportedly, during advancement, the sheath prolapsed into the aorta and balloon was up in aorta and the balloon was in pt. The physician then pulled out the balloon to re-position the sheath and noticed the catheter was broken. No detached portion remains in patient. The procedure was then completed using a non-mdt device. There is no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.